Event description:
It was reported that the patient thinks she hears the patient alert tone (whicih patient describes as a "buzzing sound") from the device, but carelink does not indicate any alarm. It was also reported that a loose set screw had earlier caused a patient alert due to impedance being out of range, and that the loose set screw was corrected. The device remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.